Event description:
The pt control switch on the abc unit malfunctioned during the pt's treatment, causing the pt to remove the mouthpiece, thereby interrupting treatment. No injury to the pt or other personnel was reported and pt condition was satisfactory immediately after the incident.